Manufacturer narrative:
Investigation summary: mgit 960 supplement kit batch 4269297 is composed of mgit panta batch 4229897 and mgit 960 growth supplement batch 4248948. The batch history record review for mgit 960 supplement kit batch 4269297 was satisfactory. No quality notifications were generated during manufacturing and no other complaints have been taken on this kit batch for contamination. Mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). The batch history record reviews for mgit panta batch 4229897 and mgit 960 growth supplement batch 4248948 were satisfactory and no quality notifications were generated during manufacturing. Qc inspection and were satisfactory at time of release. No other complaints have been taken on either batch. Retention samples were not available for this complaint. Three (3) photos were received to assist with the investigation of this complaint. One photo showed kit carton label of batch 4269297 exp 2026-02-11. Two photos showed growth supplement vial and panta vial with growth in the media. No returns were received to assist with the investigation of this complaint. This complaint can be confirmed for contamination by the photos received. No complaint trends have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for contamination.

Event description:
It was reported before using the bd bactec¿ mgit¿ 960 supplement kit, two (2) supplement bottles were observed to be contaminated with mold. There were no health impact or consequences reported.

Event description:
It was reported before using the bd bactec¿ mgit¿ 960 supplement kit, two (2) supplement bottles were observed to be contaminated with mold. There were no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.